Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/12/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: on investigation, the pump powered on normally with functioning audio and vibration; however, the display screen remained blank due to a cracked/broken display screen. Investigation of the alleged dim/faded/discolored display could not be completed due to the display damage. Unrelated to the original complaint, the battery compartment was noted to be cracked above and below the grip pad to the case seal.